Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged seeing particles in the reservoir. Patient also alleges nasal and throat irritation or soreness. There is no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to experience particles in the reservoir, sores in the nose and nasal issues from the device. There was no medical intervention required by the patient. The reported event and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging the patient experience particles in the reservoir, sores in the nose and nasal issues from the device.the medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from internal and external inspection -an unknown contaminant on the sd module door. An unknown dust contaminant was observed on the front panel, rear panel, bottom enclosure, blower, and blower seal. Evidence of liquid ingress was observed to the blower and blower box. Evidence of sound abatement foam degradation/breakdown was not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 3 errors( incidents of e-130 (err_task_wdog_timeout), a reboot error) found. The manufacturer concludes,that they could not confirm the customer complaint and they confirmed that there is no presence of degraded sound abatement foam.